Event description:
It was reported the rigid video scope had a fog-free function error message err e104. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a fog-free function error message err e104. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed and found that the outer tube (thermistor) was broken and therefore, error e104 occurred. Based on the results of the investigation, it is likely the reported malfunction was due to a broken outer tube (thermistor). However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.